Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited ventricular undersensing. This patient was also in atrial fibrillation (af). Boston scientific technical services (ts) recommended possible programming changes. This device remains in service. No adverse patient effects were reported.